Event description:
It was reported that following the implantation of a retroarc, the patient experienced de novo vaginal bleeding. It was noted that her condition is new onset urethral bleeding. The patient reported bleeding after wiping, but does not think there is vaginal bleeding. It was reported that the patient experienced a small amount of granulation tissue; silver nitrate was applied on (B)(6) 2015. The event was considered resolved/recovered with no sequelae on (B)(6) 2015.